Event description:
The customer reported obtaining high sodium patient results and erratic quality control on their cell 1 and cell 2 of the au5800 clinical chemistry analyzer. The sample was repeated on another au analyzer with normal results. The customer did not release the initial high results outside of the laboratory. The was no report of death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and observed calibration imprecision on cell 2. The fse replaced the buffer valves on cell 2 to resolve the issue. The fse performed quality control with acceptable results. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).